Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose of 456 mg/dl with nausea associated with a loss of prime. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the loss of prime had occurred with at least 3 separate cartridges from 2 separate boxes in a 30 day period. The patient¿s blood glucose readings do not meet animas¿ criteria of a serious injury. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission, (B)(4) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the original complaint could not be duplicated or confirmed. The black box began on 05/18/2015. The black box information for the complaint on (B)(4) 2015 has been overwritten due to continued use of the device. The current black box showed no loss of prime events. An ezprime sequence and 24hr duration test were successfully completed with no loss of prime warnings being duplicated. The force sensor calibration check showed that the pump was detecting the correct force. The pump¿s cover was removed and no evidence of internal moisture or damage was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.